Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to an open mitral valve replacement, a packaging issue was observed, it turned out that the outer packaging indicated that there were 8 pieces per package, however, upon opening there were 9 pieces per package. There was no patient injury.